Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for weakness, shortness of breath, and general fatigue. It is unsure whether these symptoms were caused by the patient's pacemaker. Upon interrogation, it was revealed that the right ventricular lead exhibited high capture threshold. A chest xray was completed and it was noted that the right ventricular lead was not dislodged. Programming changes were made. The patient was stable and will continue to be monitored.